Event description:
It was reported that the customer experienced issues with clotting. The user alleged that "this event occurred on several icus. Sometimes the catheter needs to be changed. This also occurred with single infusion. Therefore, infusion compatibility can be excluded." Follow up information provided by the senior physician states that "occlusion of lumen was noted during application of single medication [fentanyl] fentanyl. The medication was not applied with a perfusor. Even after aspiration and flushing with heparinized solution the lumen could not be used anymore".

Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.